Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon opening the atrial lead packaging, the lead's helix was found to be exposed. Additionally, significant resistance was encountered when attempting to rotate the helix. The lead was not used and replaced. The patient was in stable condition.